Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had a lot of pain at their implant site stating that the night prior to the report when they laid on their implant, it hurt. Patient also had leakage and was concerned they pulled something out. The symptoms were stated as sudden by patient. Moreover, while troubleshooting the during the call, patient got the poor communication screen. The bandages and swelling were still present. Patient advised to follow up with healthcare professional (hcp) and attempt to communicate once swelling and bandages were removed and healed. No further complications were reported.